Manufacturer narrative:
(B)(4). The device was received at baxter for evaluation. The reported condition was confirmed, but not duplicated. The assignable cause was faulty pumphead module channel a. The channel a pumphead module has been replaced.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:02 on channel a. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. According to baxter quality engineering on 07 july 2010, the event occurred during delivery. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
Adverse event [adverse event]. Case description: licensee-spontaneous report received on (B)(6) 2010 from a female pt, initials (B)(6). The pt had an unk medical history. On an unspecified date, the pt received prevelle silk. The pt reported that 24 hrs post hyaluronic acid injection, she started steroid treatment and was hoping to see some resolution in a week. At the time of this report, the outcome of the pt was unk. No additional info was provided. Additional info was received on (B)(4) 2010 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on (B)(4) 2010 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of prevelle silk is not affected by this report.